Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. Thirteen unopened foil packets were received for analysis. Product code vcp493h. Upon initial inspection of the samples, no external damage was evident on the exterior packaging. To evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without issues and examined, although the diameter of the suture in the tipping area was noted with significant difference in suture¿s diameter and coloration. The flex test on the sutures was performed, and they did not meet the requirements in all samples, due to improper tipping, as the suture was breaking away from the swage area. As per this condition observed, the flex test on the sutures was performed in remaining twenty-one samples and they did not meet the requirement. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a skin suturing surgery on (B)(6) 2025 and suture was used. During the procedure, pull off suture needle. It was reported that the problem of pulling off suture needle happened in skin suturing surgery. Total 5 products occurred both needle pull off issue. Changed another one to complete the surgery. There is no report on patient's injury. There will return 13 representative samples for analysis. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.